Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the tip of the elevator was fractured during a procedure with no patient injury or procedural delay. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d9, g3, g6, h2, h3, h4, h6, h11. A visual inspection was conducted on the returned elevator. The elevator shows signs of multiple uses including heavy marking and scratching on the product surface. Further inspection shows that the elevator tip has fractured. The fractured portion of the tip was not returned. The returned device was reviewed with scanning electron microscopy. Sem images identified ductile dimples on the fracture surface, suggesting the overload failure mode. Analysis found the device material to be consistent with 304 stainless steel alloy. The complaint is confirmed. Review of the DHR identified no deviations or anomalies. A supplier DHR review was not performed as product has approximate field age of 1 year, with an unknown number of uses. Visual inspection shows signs of multiple uses included marking/ scratching on the product surface. A definitive root cause cannot be determined. The reported event is confirmed, based on product return. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.